Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and generator interface pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locking device was faulty upon start up. Further information was received from the fse indicating that the system failed to boot to a usable state. No patient serious injury or death was reported to this event.